Manufacturer narrative:
The event occurred at (B)(6). Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient was in cardiopulmonary arrest at home presumably due to right ventricular failure. Pump thrombosis was suspected, however, thrombosis could not be confirmed solely based to the system controller log file. The patient had a temperature of 40 degrees celsius at home with (B)(6) septic shock. The patient was instructed to come into the hospital by the surgeons, but the patient declined. The patient was found not breathing at home and emergency medical services (ems) were called. The patient was in cardiopulmonary arrest when ems arrived. Upon arriving at the hospital, the patient had a massive hemorrhagic stroke. The patient was placed on extracorporeal membrane oxygenation for hemodynamic compromise secondary to multiple organ failure. On (B)(6) 2017, the patient expired.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned pump; however, a direct correlation between the evaluation findings and the reported cardiopulmonary arrest, right ventricular failure, hemorrhagic stroke, and sepsis could not conclusively be established through this evaluation. The pump was returned assembled with the driveline intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft was cut approximately 0.25 inch from its hardware and returned attached to the outflow elbow, which was attached to the pump¿s outlet port. The outflow graft bend relief was not returned. Examination of the distal-side of the outflow cannula revealed a tissue-like thrombus formation adhered to the distal side of the outflow graft attachment. This thrombus was non-laminated and did not show any evidence of lamination. The origin of this formation and the duration of its presence within the pump could not be conclusively determined. In addition, examination of the proximal-side of the outlet stator revealed a tissue-like thrombus formation around the outlet bearing ball and extending through the distal side of the outlet stator. This thrombus formation was also non-laminated and did not show any evidence of denaturation. The origin of this formation and the duration of its presence within the pump could not be conclusively determined. The evaluation could not determine a specific cause for the development of the observed thrombus formations. Upon removal of the observed thrombus formations, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis, peripheral thromboembolic events, stroke, bleeding, sepsis, respiratory failure, and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.